Event description:
It was reported that during the procedure for treatment of an unspecified coronary vessel, air purging of an unspecified dilatation catheter was performed inside of the patient anatomy. Air was observed to be leaking from the three-way stopcock of the co-pilot. Outside of the anatomy, the stopcock was connected with a syringe filled with saline. The physician injected saline into the three-way stopcock and the stopcock was turned off, then pressure was applied and a leak was observed from the bottom of the device. The device was replaced with a new non-abbott stopcock and the procedure was completed successfully. There was no reported adverse patient effect due to the device issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the leak in the stopcock was unable to be confirmed. A review of the complaint handling database found one other incident related to leaks for this lot. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.